Event description:
A patient was supine and asleep on a jackson spinal table. The physician was operating on the patient's cervical spine. Suddenly, the jackson table jerked hard and made and up and down motion with a loud noise.====================== health professional's impression======================there was not adverse event but, the potential for one if the table was not stable during the procedure. They suspected some type of mechanical defect in the lift system.====================== manufacturer response for jackson style or table, ortsys / jst2000======================manufacturer could not duplicate the issue of table moving / dropping on its own.